Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that device interrogation resulted in invalid data. It was also noted that the patient was near the end of receiving radiation therapies. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that device interrogation resulted in invalid data. It was also noted that the patient was near the end of receiving radiation therapies. It was later reported that the battery voltage had depleted in a short time period. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that device interrogation resulted in invalid data. It was also noted that the patient was near the end of receiving radiation therapies. It was later reported that the battery voltage had depleted in a short time period. It was then reported later that the device had reached eri (elective replacement indicator). The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device met 94% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.